Manufacturer narrative:
One case study was provided for evaluation. A review of the precision software files was performed. Three events occurred in which impedance disturbances resulted in catheter shifts. Event 1 patch connection, a "location shift, check patch connection" message was observed, if this behavior is observed it is recommended to assure patch adhesion, connections and placement and use enguide alignment to return the catheters to their previous position. Event 2 global shift, there was a large change of all impedance values. This behavior is consistent with connecting or disconnecting the stim/ablation generator during the study. If observed it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model and always ensure all system connections are made during study setup. Event 3 patient movement, impedance changes were observed consistent with patient repositioning. This behavior was confirmed during review that showed the upper limb motion either by patient or lab staff may cause catheter shift and rotation, and that displacement of the chest or abdomen or their contents and organs causes catheter shift. If the shift persists it is recommended to use enguide alignment to return the catheters to their previous locations.

Event description:
During an atrial fibrillation ablation procedure a cancellation occurred due to a catheter display shift. Following ablation of the atrial flutter the location of the catheter appeared incorrect on the monitor. The planned pulmonary vein isolation was abandoned and the procedure was ended. The patient was stable.